Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient received a volume error alarm and bypassed to treatment end. The patient disconnected and left the cycler on. When the patient returned and removed the cassette there was fluid inside of the cassette compartment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (2 grams, intraperitoneal, four days). The pdrn confirmed that despite the prophylactic antibiotics, that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn was not sure how the patient completed treatment but stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn confirmed that the patient has received the replacement cycler and is continuing pd therapy using the without any issues.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.